Event description:
New information reported stated that the device was successfully explanted and replaced on (B)(6) 2018. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac defibrillator exhibited premature battery depletion. The patient was in stable condition. No intervention or additional information was reported.